Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch leh447. Batch lep448. Batch lgb760. Additional information was requested and the following was obtained: what is the procedure name and initial procedure date? Around (B)(6). How was the device applied to the incision => no information. Please describe how the adhesive was applied on the tape => no information. What prep was used prior to product application? => no information. What was the location and incision size of the application? => no information. Was a dressing placed over the incision? If so, what type of cover dressing used? => no information. What date did the reaction occur on? =>around (B)(6). What does the reaction look like and how large of an area does the reaction cover? => the reaction was a reddish inflammatory, the reaction-covered area was part of prineo. Are the pictures provided from the same patient, or from different patients? =>no. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. => the additional treatment was performed, but its details is checking now. Can you identify the product code and lot number of the product that was used? => the product code is clr222us. No information about the lot number was provided. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? => no information. For female patients, were they exposed to similar products, such as artificial nails? => no information. Also, no information about the patient's gender was provided. What is the most current patient status? => after the additional treatment was performed, the dermatitis healed. The patient has been discharged from the hospital. Follow-up observation will be performed. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) => the patient¿s initial is (B)(6). The patient is a (B)(6) years old male. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? => no information.

Event description:
It was reported that the patient underwent an open cardiovascular surgery on an unknown date and topical skin adhesive was used. The topical skin adhesive was used on the epidermis. One week post-operatively, a reddish inflammatory reaction was observed on the affected area. Later, the reddening area extended to 4 centimeters square. The topical skin adhesive was removed when the symptom appeared. Steroid ointment was applied because the symptom was diagnosed as contact dermatitis. Hospitalization was not extended. The symptom of the reddening inflammatory reaction was improved after steroid ointment was applied. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch leh447 - mfg. Date - (B)(6)2017 , exp. Date - (B)(6)2019 batch lep448- mfg. Date - (B)(6)2017, exp. Date - (B)(6)2019 batch lgb760- mfg. Date - (B)(6)2017 , exp. Date - (B)(6)2019 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.